Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station could not synchronize the server. A technical support specialist (tss) stated that the station was unable to ping the server fqdn, although the ip address was reachable. A tss then followed the knowledge article (logins slow on multiple stations; high latency to domain controller) which involved updating the host file on the station to resolve the dns issue. After applying the fix, med application was successfully synchronized with the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station could not synchronize the server. There were no delay to patient care and adverse events or injuries reported based on this incident.